Event description:
It was reported before use the bd sedi-40 had a broken lid/cap. The following information was provided by the initial reporter: the customer stated the device was broken/had a broken cover of measuring channels.

Manufacturer narrative:
H.6. Investigation: bd received the instrument from the customer for investigation. The instrument was evaluated by visual examination and functional testing and the indicated failure mode for loose tube cover with the incident lot was observed. A loose dowel pin was found on the left side of the cover. A new pin was reseated and the instrument passed all specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd sedi-40 had a broken lid/cap. The following information was provided by the initial reporter: the customer stated the device was broken/had a broken cover of measuring channels.